Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
A health professional reported that a patient experienced ¿several episodes of seroma from one year¿ these prostheses and analyze underlying ¿fluid.¿ this relates to the right side. The device remains implanted.

Event description:
Physician reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported that a patient experienced ¿several episode of seroma from one year¿. Capsular contracture baker grade iii. Device explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: yellow particles on the surface of the shell. Encapsulation color yellow. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.